Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/06/2023, it was reported by a sales representative via sems that (2) ar-8741-40 drivers tips broke off in the screws. This occurred during a case, with no patient effect reported.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted that the distal ends of the geometry shafts are broken. The probable cause of this condition is the excessive force used to pry and/or leverage the device. However, the broken pieces were no returned for investigation. The cause remains undetermined.